Manufacturer narrative:
Cardiac science received data downloaded from the AED along with additional information from the customer about the reported event. Technical and clinical evaluations of the downloaded rescue data were performed. During the first and only rhythm analysis period, the AED initially advised a shock; however, one second later, the AED identified a fine vf / borderline asystole rhythm that did not meet the criteria for defibrillation and cancelled the shock. Following the rhythm analysis period, the AED started prompting for CPR and after the CPR session was initiated the lid of the AED was closed and reopened three (3) times before the lid was closed a final time. No shocks were delivered by the AED during the rescue attempt. The results of data analysis determined the AED worked as designed in this rescue.

Event description:
The patient collapsed and emergency services was called. The patient's family flagged down one of the (B)(6) ambulance service patient transport vehicles which happened to be passing. These vehicles are not emergency equipped and are only designed for outpatients and discharge duties; however, the majority of these vehicles carry an AED which the staff is trained to use along with training in bls. Upon arrival, the patient was described as not breathing and not conscious. During the call to emergency services, it can be clearly heard that the patient stopped breathing and collapsed and lifesaving advice was given by the operator. CPR was commenced along with jaw movements to maintain the patient's airway. The AED was applied to the patient by the non-emergency crew and the machine performed an initial analysis. The AED advised a shock and the area was cleared and everyone stood back. The AED delivered the shock; however, there was no visual spasm from the patient's body. CPR was continued with rescue breaths until arrival of an emergency ambulance which arrived 3 minutes after the AED had been applied. Six (6) manual shocks were delivered using the emergency crew's defibrillator equipment. The patient was in vf upon arrival of the crew and maintained this state until dropping into pea during transport to the nearest emergency department. The patient was pronounced deceased following in-hospital resuscitation efforts. The AED was noted to be rescue ready prior to use. The rescue data downloaded from the AED appeared to show that no shock was delivered.